Event description:
A 20g closed intravenous line (IV) catheter system was placed in the patient. It had great blood return. The mechanism that shelters the needle once the needle was retracted back would not disconnect from catheter. There were several attempts to try to remove the needle end (with the grey pieces on each end) but they were unsuccessful. Therefore, the IV was removed and another one had to be placed. The reference number was: 383537. Bd nexiva: 20 ga x 1.25 in closed IV catheter system-dual port.